Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Only one of the devices were returned on january 4, 2015 - at this time it is unknown which matrix holding sleeve was returned, upon the investigation being completed the correct device that was return will be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, two (2) matrix long holding sleeves broke. Reportedly, one (1) sleeve had a piece of the thread break off and could not be found; however the thread was not retained within the patient. The second sleeve had a thread that was damaged and would no longer thread properly. No harm to the patient was reported. This report is for the matrix long holding sleeve which the thread broke off. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned matrix holding sleeve-long (part 03.632.036 / lot 6972478) was examined upon receipt and the complaint condition was able to be confirmed as the distal tip was found to be broken off and missing. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix holding sleeve-long (03.632.036) is one of ten (10) holdings sleeves for the matrix spine system that is utilized during screw insertion. The matrix system is covered by three (3) technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Additionally, the instrument was returned without an outer sleeve. The relevant drawings for the returned instrument were reviewed: top-level and inner shaft. A document change order was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured after these changes were applied. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing date: november 6, 2012 - manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was noted that the reported issue occurred during an l3-l5 fusion procedure.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.